Manufacturer narrative:
Follow-up #1 date of submission 05/23/2014. Device evaluation:the pump has been returned and evaluated by product analysis on 05/20/2014 with the following findings: evaluation revealed that the keypad is peeling off from the ok button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The up, down and ok buttons were intermittently unresponsive. There was no evidence of contamination. The battery compartment was found to be cracked. The display is dim/fading/reddish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The correct serial number associated with this case is (B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.